Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that none of the keypad's buttons were responding. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 183 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.